Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was at the grocery when they experienced a seizure and passed out due to a low blood glucose level. The customer was hospitalized. The insulin pump was over delivering. The customer was not comfortable with using the insulin pump. The customer experienced unexplained hypoglycemic events. The customer believed the insulin pump had a delivery anomaly. Customer's blood glucose level dropped to 2.6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with minor scratched display window, damaged scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay and scratched keypad overlay.